Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient "almost died" because her pump didn't work right and malfunctioned. No further information was available. No further issues were reported or anticipated.